Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system onsite and confirmed the reported problem. Upon troubleshooting, fse found the led indicators on the host pc's disk bay were off, indicating no power. To resolve the issue, fse replaced the host pc and return the part for further analysis and host pc failure found. After replaced the host pc, the system was restored to normal working order. The codes were updated based on the investigation outcome.